Manufacturer narrative:
Abutment broken after 4 years in molar sector (46 position). A fragment of the abutment was blocked inside the implant. The practitioner tried to use the rescue kit, but he failed to remove the fragment of the abutment. The practitioner, at the patient's request, didn't remove the implant but plan to place another implant next to it in position 47. The breakage of the prosthesis was not caused by the anthogyr implant. The implant was consistent and well osteo-integrated. Breakage may be the result of excessive force exerted on the prosthesis with an overhang.

Event description:
A fragment of the abutment was blocked inside the implant. The practitioner tried to use the rescue kit, but he failed to remove the fragment of the abutment. The practitioner, at the patient's request, didn't remove the implant but plan to place another implant next to it in position 47.